Manufacturer narrative:
(B)(4).the field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The fse loaded the software onto the ventilator. The ventilator then passed all performed calibrations and testing.

Event description:
It was reported that the ventilator's lower screen had lines. The ventilator was removed from the patient without any reported harm.